Manufacturer narrative:
B3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device tidal volume knob was loose and had a cracked oxygen eye. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the customer reported problem of the " tidal volume knob was loose, and the oxygen eyeball was cracked¿ were both verified by visual inspection. The cause was due to mishandling the device. The knob was re-tightened, and the gas supply indicator was replaced to correct the issues. The device passed all functional tests after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.